Event description:
Reporter indicated that a break in the pt's lead was confirmed via x-ray and that x-ray also revealed that the lead electrodes were inverted when implanted. It was reported that the pt has never experienced efficacy with the vns therapy, never experienced voice changes with stimulation and never gave any signs that they could feel stimulation. Further follow-up revealed that device diagnostic testing at last office visit approximately 3 weeks prior to receipt of initial report resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Previous device diagnostic testing 10 months prior was within normal limits, indicating proper device function at that time.